Event description:
It is reported that the customer had high blood glucose levels of 215 mg/dl. The customer reported a motor error alarm from the insulin pump during priming. The customer also reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime a/33, excessive no delivery alarm and displacement tests. No unexpected excessive no delivery alarm. No motor error alarm, motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.